Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient remains implanted. This is the final report.

Event description:
The recipient is reportedly experiencing electrode migration. On (B)(6) 2018, the recipient's electrode array was successfully repositioned.

Manufacturer narrative:
The recipient's activation reportedly went well.